Event description:
Long-term standing work has caused pain and discomfort in his legs. I heard that leg massagers can alleviate similar symptoms, so I purchased the latest model of massager on the amazon platform. That machine is advertised as a combination of modern technology and comfortable experience, with various settings and modes, claiming to be able to accurately adjust to specific stress levels suitable for users. After buying it, he couldn't wait to use it. After starting the device, he immediately felt the rotation of the massage roller, and the gentle pressure in the early stage brought relief to his swollen muscles. However, as the massage process progresses, the pressure gradually becomes stronger, exceeding the limits of comfort. I didn't know how to adjust the device and quickly pressed the "stop" button, but this massager didn't respond. More and more rollers are added to the squeezing sequence, and the buzzing sound of the machine becomes louder. At this point, I felt my legs firmly sandwiched between two constantly tightening components. The pain made him sweat profusely, and finally he successfully unplugged the power cord, causing the machine to stop. But the injury has already been caused - my leg muscles have been severely compressed, causing severe pain, while the swelling has only worsened. The next morning, I woke up to find that my legs were not only swollen but also bruised. In severe pain, I reluctantly contacted emergency medical services and was rushed to a nearby hospital. The doctor diagnosed him with deep hematoma and severe skin damage, requiring hospitalization for treatment. Through this painful lesson, I know that this type of product is particularly relevant to health and safety. Manufacturers need to ensure its safety, prevent any possible misoperation and malfunction, to avoid the recurrence of tragedy. At present, I believe that this product lacks safety considerations. I am attempting to request the merchant to provide any evidence to prove that this product meets safety and medical requirements, but the seller is unable to provide any information. I think this product, including the products sold in this store, is non-compliant. Not in compliance with us regulatory requirements. Its sales link is: https://www.amazon.com/quinear-massager-compression-circulation-relaxation/dp/b07qrzxhj7.